Event description:
Pt reported the vibrator on the infusion device is defective. He noticed the infusion device did not vibrate as normal approx 2 weeks ago during bolus delivery. An e7 electronic error appeared on (B)(6) 2012. He restarted the infusion device and noticed it still did not vibrate correctly during bolus delivery. The infusion device was replaced and requested for eval. No physiological effects were reported, and the pt did not required treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.